Manufacturer narrative:
(B)(4). Investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was burst, which confirms the reported event. The catheter was noted to be kinked. Functional analysis was performed, balloon will not hold pressure due to the rupture in the proximal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as interaction with any surface during the procedure could create friction on the balloon, causing the problem of rupture during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon was leaking liquid inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event, and the patient condition following the procedure was reported to be stable. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.